Manufacturer narrative:
B2 box checked. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8738356. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8738356.

Event description:
It was reported the patient had 2 drg fractured leads. In turn, surgical intervention took place wherein the drg system was explanted to address the issue. No representative was present during the explant. Note: it is unknown which lead is related to this issue.